Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided from a healthcare provider regarding a patient's implanted infusion pump containing baclofen. Dose and concentration were unknown. Indications for use included intractable spasticity and multiple sclerosis. It was reported that the patient was admitted to the hospital in 2011 for reevaluation of her baclofen pump due to failure due to kinking in its outline. No symptoms or outcome were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.